Event description:
It was reported that an ilet pump with serial number (B)(6) sustained physical damage after the attached clip and rubber sleeve did not remain secured to clothing, resulting in a drop that cracked the screen; the display subsequently became unreadable and the touch interface nonresponsive, and a replacement was arranged. Symptoms included no adverse health effects and blood glucose reportedly unaffected. Outcomes included interruption of normal device use with continued cgm monitoring via a separate app or receiver. Investigation included customer interview and confirmation of device damage with request for documentation. Investigation of this case revealed damage to the device display consistent with external impact, with the affected component being the screen and user interface assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.